Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. It was noted that the set screw was found in the connector bore of the returned device.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure the physician was unable to seat the setscrew for the right ventricular (rv) lead connector. The device was replaced. No patient complications have been reported as a result of this event.